Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 10:22 a.m., the customer performed a blood glucose testing on her doctor's meter and obtained a reading of 76 mg/dl. At 10:24 a.m., she performed retesting using her contour next meter and obtained a reading of 131 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.